Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted the initial placement difficulty was due to patient anatomy

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician attempted to place the lead but had difficulty and high impedance measurements were reported. Several placement attempts were made, however, the lead screw would not fully extend. A different lead was implanted. No patient complications have been reported as a result of this event.